Event description:
The customer observed falsely elevated architect stat high sensitive troponin-I results for one 18 year old female patient who had a normal ECG. The following data was provided: testing on 22feb2024 troponin = 96 and 88 ng/l reagent lot 58209ud00 testing on 11mar2024 troponin = 98 and 93 ng/l reagent lot 60383ud00 overall population diagnostic cutoff for the architect = 26.2 pg/ml(ng/l) no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Manufacturer narrative:
The complaint investigation for falsely elevated architect stat high sensitive troponin-I results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, field data review and labeling review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue. Ticket search by lot indicates that the reagent lot performs as expected for this product. Trending review did not identify any trends for the issue for the product. Device history record review did not identify any non-conformances, potential non-conformances or deviations with lot 60383ud00 and the complaint issue. The overall performance of the architect stat high sensitive troponin-I assay was reviewed using field data from customers worldwide. The median patient result for the lot is within established limits and comparable with other lots in the field, confirming no systemic issue for the lots. Labeling was reviewed and sufficiently addresses the customer's issue. A malfunction was not identified. Based on the information within the complaint record, the device met performance specifications and performed as intended at the customer site. Per the expected values section in product labeling, the 99th percentile cutoff for female patients in the age range of 21 to 75 years is 15.6 pg/ml (15.6 ng/l). Abbott has not established expected ranges for female patients < 21 years old. Additionally, when an increased value for ctni is encountered (e.g., exceeding the 99th percentile of a reference control population) in the absence of evidence of myocardial ischemia, a careful search of other possible etiologies for cardiac damage should be taken. Elevated troponin levels may be indicative of myocardial injury associated with heart failure, renal failure, chronic renal disease, myocarditis, arrhythmias, pulmonary embolism, or other clinical conditions. For mi diagnostic purposes, the architect stat high sensitive troponin-I results should be used in conjunction with other information such as ECG, clinical observations, and symptoms, etc. Based on this investigation, no systemic issue or deficiency with the architect stat high sensitive troponin-I, reagent lot 60383ud00 was identified.

Event description:
The customer observed falsely elevated architect stat high sensitive troponin-I results for one 18 year old female patient who had a normal ECG. The following data was provided: testing on (B)(6) 2024 troponin = 96 and 88 ng/l reagent lot 58209ud00. Testing on (B)(6) 2024 troponin = 98 and 93 ng/l reagent lot 60383ud00. Overall population diagnostic cutoff for the architect = 26.2 pg/ml(ng/l) no impact to patient management was reported.